Manufacturer narrative:
The reported field event of a hardware reset was confirmed in the laboratory and was due to a power-on reset. The power-on reset was due to premature battery depletion. Review of the device image indicated a rapid drop in battery voltage. Based on this information, the battery longevity was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that during follow up, the device was found in back-up vvi mode with no defibrillation capability available. The device was suspected to be beyond eri. Device was explanted and replaced. The patient condition was stable.